Event description:
One patient with discrepant potassium results. Initial results, 4.6 mmol/l; repeated twice giving 2.8 and 2.9 mmol/l. Initial result was not reported. The field service representative was unable to determine root reported. The field service representative was unable to determine root cause. Performance tests performed which were within specification.